Event description:
Customer reported that a proficiency sample containing anti-d and anti-c did not react with cell 5 (d-, c+). There were no allegations made against any other cells. No death or serious injury was associated with this incident.